Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt0799 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the 3fr sv PICC broke on (B)(6) 2019 where the proximal plastic hub meets the extension leg. No other information was provided.